Event description:
It was reported that the system had oversensing of noise. The doctor explanted the entire system and replaced it with a transvenous system. There were no additional adverse patient effects.